Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose level last night and then he woke up with a high blood glucose level. Customer stated that he had a low blood glucose level of 40 mg/dl and treated with juice. Customer's high blood glucose level was 500 mg/dl. Customer bolused and the insulin pump brought his blood glucose back down. Customer stated that he spoke with a nurse and was told to do a temp basal. Customer was advised that the issue may have occurred due to him overtreating for the low blood glucose level. Customer stated that he does not think that he overtreated. Customer declined troubleshooting for the high and low blood glucose readings.